Event description:
It was reported that during a major surgery, a patient in a state of deep anesthesia required a central venous catheter. Multiple attempts were made by both the anesthesiologist and the surgical oncologist; however, the guidewire did not pass easily, and the dilator failed to dilate as expected. The patient had no harm or injury.

Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The photo shows a guide wire. Visual analysis revealed that the guide wire was kinked; however, a complete visual inspection to evaluate the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that during a major surgery, a patient in a state of deep anesthesia required a central venous catheter. Multiple attempts were made by both the anesthesiologist and the surgical oncologist; however, the guidewire did not pass easily, and the dilator failed to dilate as expected. The patient had no harm or injury.

Manufacturer narrative:
(B)(4).